Manufacturer narrative:
A sample from the affected patient was requested for investigation, but not provided. A specific root cause could not be determined.

Event description:
The customer first reported that the free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii) test results for one patient sample were higher than free triiodothyronine (ft3 ii) and free thyroxine (ft4) results from the patient's history. Ft3 iii and ft4 ii represent new generation tests of these analytes, ft3 ii and ft4 represent the older generation tests. A sample from the patient was sent for investigation and it was determined that there were discrepant ft3 ii, ft3 iii, ft4, and ft4 ii results for this sample. This medwatch is for the ft3 iii reagent. The sample was initially tested at the customer site on an e170 analyzer and resulted as 6.7 pg/ml for ft3 iii and 2.37 ng/dl for ft4 ii. These initial values were reported outside of the laboratory. The sample was provided for investigation and investigations were completed on (B)(4) 2014. During the investigation, the sample was tested for ft3 ii, ft3 iii, ft4, and ft4 ii. The sample resulted as 3.09 pg/ml and 3.08 pg/ml when tested for ft3 ii on an e170 analyzer. The sample resulted as 5.48 pg/ml and 4.94 pg/ml when tested for ft3 iii on an e170 analyzer. The sample resulted as 3.12 pg/ml when tested for ft3 iii on an e2010 analyzer. The sample resulted as 1.18 ng/dl and 1.19 ng/dl when tested for ft4 on an e170 analyzer. The sample resulted as 1.91 ng/dl and 1.92 ng/dl when tested for ft4 ii on an e170 analyzer. The sample resulted as 1.17 ng/dl when tested for ft4 ii on an e2010 analyzer. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The serial number of the e170 analyzer at the customer site was asked for, but not provided. During the investigation, it was determined that the ft3 iii and ft4 ii tests were affected by a competitive reaction with a high molecular weight protein.

Manufacturer narrative:
This event occurred in (B)(6). Reference the medwatch with patient identifier (B)(6) for additional data related to ft3 ii, patient identifier (B)(6) for additional data related to ft4, and patient identifier (B)(6) for additional data related to ft4 ii.